Event description:
The customer reported to olympus that the high definition lcd monitor had one of the inputs mangled up and might be an issue with the power switch. The issue occurred during preparation for use with no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: the bezel and rear cover were damaged, there was no display image, there were two faulty printed circuit boards found, the brightness level out was out of specifications and caused the display to dim. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that the phenomenon, ¿no image¿, occurred due to faulty printed circuit (qb and bi) boards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.